Manufacturer narrative:
The operator cleaned the flow cell and recalibrated which resolved the problem. However, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 synchron chemistry analyzer. The erroneously low na results were in the range of 122-130mmol/l. The actual patient results were not provided. The erroneous results were reported outside of the laboratory. After customer replaced na electrode, the samples were repeated and results were higher - in the range of 134-141 mmol/l and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.